Event description:
It was reported that the patient experienced redness, swelling, tenderness, pain, bruising, warmth, and a worsening lump/nodule at the infusion site. Event on (b)(6) 2026.

Manufacturer narrative:
E1: Name: (b)(6).Street: (b)(6).City: (b)(6).State: (b)(6).Zip Code: (b)(6).Based on the available information, this event is deemed to be a Serious Injury.Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 8021545.